Event description:
A malfunction was reported on the customer¿s pump with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions.